Manufacturer narrative:
(B)(4).

Event description:
During follow-up, the patient vibratory alarm would not work. Due to the device being included in the advisory for premature battery depletion with implantable cardioverter defibrillator, the device was explanted and replaced. The patient is stable.

Manufacturer narrative:
During follow-up, the patient vibratory alarm would not work. Due to the device being included in the advisory for premature battery depletion with implantable cardioverter defibrillator, the device was explanted and replaced. The patient is stable.